Event description:
It was reported that right ventricular (rv) lead noise oversensing was observed in a stored episode. The noise was reproducible with isometrics. Pacing inhibition slightly greater than 2 seconds also occurred, with no underlying patient rhythm. This occurred in the office when the patient was moving their arm. The lead was reportedly implanted in 2000 and had a high threshold. Pace impedance appeared to be normal. The sensitivity was adjusted to 6.0 millivolts and the patient will continue to be monitored via their home monitoring system. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Additional information reported, indicated that the right ventricular (rv) lead was abandoned surgically and replaced. No additional adverse patient effects were reported. The product has not been returned. If additional information is received, this report will be updated.